Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via log file review. The submitted log file revealed multiple power cable disconnect and low power hazard alarms on 25mar2026. These series of events are consistent with a loss of ac power. The alarms resolved each time when external power was restored to the system. The backup battery supported the system without issue during these events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The mobile power unit, serial number unknown, was not returned for analysis. A root cause for the reported event could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power, low voltage, and power cable disconnect alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured to power cable disconnect events that were caused by the power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.